Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant 4 x 11.5mm (nt411) was returned for investigation. Visual evaluation of the as returned implant identified signs of use/wear around the external threads. There was no apparent malfunction with the device. Device history record (DHR) review for the lot (2019071481) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019071481) for similar events (complaint category keywords: allergic reaction) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported allergic reaction. Procedure was completed using a zinconio implant.